Event description:
Boston scientific crm received information that during a post operative check, this atrial lead had dislodged and an x-ray revealed the lead was in the right ventricle. A decision was made to not reposition the lead and further monitor. The pacemaker was reprogrammed to vvi 50 pacing mode. No adverse patient effects were reported. Although boston scientific failed to receive additional information on a revision procedure, new information received approximately 1.5 years post the initial report, stated the lead had dislodged again.

Manufacturer narrative:
The product has been explanted; however, not intended to be returned. Another bsc lead was successfully implanted without reported allegations. If new information is received, the event will be further updated.